Event description:
This device was implanted on (B)(6) 2009. It was reported to medical records on 9/22/2011 that this patient died suddenly on (B)(6) 2011 due to a flurry of shocks. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).